Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the craniotome device came apart. The event was not reported to have occurred during surgery. It was reported that there were no delays in a scheduled surgical procedure and a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the protective footplate had been drilled into and the attachment spiral pins were broken making the attachment come apart. The cause of the craniotome malfunction was failure to follow the directions for use. It was determined that when the burr was improperly loaded into the attachment and then installed onto the drill, the burr did not seat properly in the locking chamber. It was determined that the attachment could be forced into position which placed the distal tip of the burr in compression. At this point, the tip of the burr was in direct contact with the neuro tip of the attachment. It was determined that when the drill was started, the burr drilled into or through the neuro tip. It was determined that the broken spiral pins was consistent with excessive force while in use. The assignable root cause was due to component damage caused by user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.